Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) noted that the customer had moved the instrument and the netgear box from its original install location. When customer moved the netgear box, the customer had plugged the netgear box into the wall outlet, rather then the universal power supply as per beckman coulter inc. Installation procedures. The fse also noted that the plug looked as if it had been broken prior to melting, thus causing a short in the plug. This resulted in the plug melting and the netgear box no longer able to function.

Event description:
The customer reported that on (B)(6) 2011 it was identified that an access 2 immunoassay system possessed a melted netgear plug for the network hub. The netgear box was not functioning. There was no report of flames or fire. There was no indication that the fire department was dispatched. There was no injury to the user. No users sought medical attention in association with this event. The netgear network hub was provided by beckman coulter inc. With the system at installation and was correctly installed. The instrument has all appropriate safety ratings. No erroneous patient results were generated in association with this event.